Manufacturer narrative:
Manufacturer received a call from the patient's relative asking what to do with the machine, because the patient has passed away. It is unclear if an event may have caused or contributed to the patient's death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. This report is submitted to correct the previously reported device. The device model number and catalog item identifier have been updated to 999998 in box d: suspect medical device since the device is unknown.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with an unknown device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received a call from the patient's relative asking what to do with the philips CPAP device, because the patient had passed away. It is unclear if an event may have caused or contributed to the patient's death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Manufacturer narrative:
This report is submitted to correct the previously reported device. The device was incorrectly identified as a dreammapper. All other device information is currently unknown, and the device will be classified as a philips CPAP device.

Event description:
Manufacturer received a call from the patient's relative asking what to do with the machine, because the patient has passed away. It is unclear if an event may have caused or contributed to the patient's death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.